Event description:
It has been reported to company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5mm to occlude the vessel. The physician was unable to perform any intervention and noticed that the occlusion balloon had deflated. The physician decided to complete the case without occlusion. The patient is reported to be fine.